Event description:
It was reported that the external pulse generator had a damaged battery drawer, missing bails and a broken ventricular connector. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator had a damaged battery drawer, missing bails and a broken ventricular connector. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had a damaged battery drawer, missing bails and a broken ventricular connector. Analysis also found that the upper and lower cases as well as the ring cover were broken, that the battery release was contaminated, the battery contacts were compressed,the keyboard was scratched, the side bail covers were missing, the liquid crystal display's gasket was seeping into the viewable area and that the encoder flex was out of specification mechanically, that traces are shifted in flex. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.